Event description:
Initial info was received on 03/26/2013 from a consumer's mother. This (B)(6) female used colgate 360 toothbrush and experienced the bristles coming out of the toothbrush and getting stuck in her amygdala (tonsil). Surgery was required to remove the bristles. At the time of this report, the action taken with the toothbrush and the outcome of the event were unknown. This case is referenced as (B)(4).